Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 28-mar-2025 beta bionics was made aware of an ilet user's diabetic ketoacidosis (dka) event. The user experienced nausea, vomiting, and dka, with blood glucose (bg) levels over 400 mg/dl. They were admitted to the ICU on (B)(6) 2025 and discharged in (B)(6) 2025.